Manufacturer narrative:
Additional narrative: additional device product code: odp. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was completed for part 03.110.002, serial number (B)(4): manufacturing location: (B)(4), legal manufacturer: (B)(4), manufacturing date: 24. March 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation results: the torque limiter 1.2nm article no. 03.110.002 s/n (B)(4) was inspected. The reported failure could not be confirmed. The torque limiter 1.2nm s/n (B)(4) passes all tests of the service manual. The torque has been checked and is in range. The sent in handle (article no. 03.110.005) is also functional. Only the screw driver shaft (article no. 314.453) has traces of wear and should be replaced. No root cause can be assigned as no failure was found at the torque limiter 1.2nm s/n (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during the surgery for the distal humeral fractures performed on (B)(6) 2016, the surgeon selected three holes located on the rear outside of the plate. He inserted one cortex screw into the shaft during the confirmation of the parts outside the patient. Next, he tried to insert the reported va locking screw 16mm into the most distal hole. Then, the locking screw was not fixed and just idled. The surgeon took the screw out of the plate. He mounted the drill guide onto the drilling unit again. He tried re-drilling and screw insertion but the screw was not locked again. Then another screw was used. Although the surgeon did not feel enough torque on the screw, it was fixed in the hole to a certain extent. Then, he moved on to the next screw insertion. At that time, eight screws were fixed on the original plate (located the rear outside) and an additional inner plate. When he tried to firmly fix six out of the eight screws, the screw driver came off the screws. Per surgeon the value of the torque limitation might have been too high. There was a surgical prolongation of 15 minutes. During the manufacturer investigation process, it was identified that the subject device (torque limiting attachment 1.2nm) may have contributed to the reported event. This complaint condition was re-evaluated and determined to be reportable on november 17, 2016. Concomitant devices reported as: va lockscr ø2.7 head 2.4 self-tap l16 ta(part # 04.211.016s, lot # l052737, quantity 1), unknown screws (part # unknown, lot # unknown, quantity 8). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant part: unknown plate(part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.